Event description:
The essure device was being used on the right fallopian tube by the physician. The device would not move forward and was bending upon attempts to advance. A small piece of the aluminum from the device broke off.